Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported while the lead was still in the box before implantation, the helix was extended out of position. The lead was not implanted. No patient symptoms were reported.